Manufacturer narrative:
(B)(4). Batch # r57g34. Investigation summary: two picture were provided; the first picture shows a yellow reload from top view. The cartridge deck can be seen damaged. The reload is fully fired. The second picture shows a yellow reload from the bottom view. The sled can be seen at the distal part of the reload. Based on the two photos, the event describe is confirmed.  The analysis found that one plee60a device was returned with no apparent damage with an ecr60d cartridge loaded in the device. The cartridge was received unfired. Additionally, another ecr60d reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the second firing of the device the staples on the transected side deployed and the staples on the sleeve side did not deploy. The surgeon sutured and stapled with a second stapling device on the third and last firing to complete the procedure. There were no patient consequences reported and the device and reload will be returned. Seam guard was being used when this occurred.